Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported that they were unable to rewind the pump to insert the reservoir but the insulin pump was in spanish language. The customer was not able to change the language. The customer was not able to complete trouble shooting as he had to go to the hospital. The customer disconnected the line and unable to get information if hospital visit was related to diabetes. Blood glucose value was not obtained. The insulin pump will not be returned for analysis.